Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the pt reported that while they were resting at home connected to the power base unit (pbu), a power limit advisory message was displayed on the lvad display module without the lvad system controller alarming. This occurred several times within about 30 minutes. The pt then changed to battery power to ambulate and a yellow wrench alarm sounded. The yellow wrench alarm sounded in several different positions while the pt was ambulating. The pt denies any water or fluids in the lvad percutaneous lead. No excessive dust was found on filter. Controller self test was negative. The pt went to the hospital due to the lvad alarming and was admitted.